Event description:
Complainant alleged that during biomed testing, the device displayed an "attach pads" message when electrode pads are connected. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The product has not been received for evaluation and a follow-up report will be submitted when the investigation is completed.